Manufacturer narrative:
Unit unable to prime during the prime/delivery test and compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot. Cracked reservoir tube lip, reservoir tube cracked.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 191 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.